Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
During service of the device, it was identified that the speaker assembly needed to be replaced. The device was not in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a field service engineer (fse) for an issue that was unrelated to the speaker. Analysis included functional testing. During repair of the unit for an unrelated issue, it was identified that the speaker needed to be replaced per current process. The fse confirmed the speaker produced normal audible sound. Based on the results of the analysis, the product was confirmed to be operating per specifications. The speaker was replaced per current process as part of a repair for an unrelated issue. A review of the service history for this device shows no problem related to the speaker has not been reported for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation. Based on information provided, there was no allegation related to the speaker and no indication of a malfunction related to the speaker; therefore, this case would no longer be considered reportable.